Manufacturer narrative:
During preparation of powerflex p3, difficulty was experienced when removing the protective balloon cover and while inserting into the 5fr. Csi large friction/resistance was encountered. The device was advanced with force and became stuck inside of the sheath and was unable to be removed. Therefore, the p3 was removed from the patient together with the sheath as one unit. Another sheath and p3 were opened, and the procedure was completed without any other problems. There was no adverse event and the patient is in stable condition. One non sterile catheter powerflex p3 5f 6x4 40cm was received coiled inside a plastic bag. There were also blood residues on the catheter. An unknown 5f sheath introducer was found added in to device returned. Crystallized contrast medium was noted in the balloon. Balloon was inflated and deflated. No other anomalies were observed in the returned device. The balloon profile could not be done due to crystallized contrast medium found in the balloon. An attempt to perform the insertion/withdrawal test, no resistance or friction was felt in the body/shaft and proximal seal area, however the csi cannot be removed due to balloon presented residues of crystallized contrast medium. Mentioned residues could not be removed from the internal area of the balloon and inflation lumen. Note: to perform the test it was used with the included csi 5f. Dimensional analysis for od of proximal seal was performed using a micrometer laser, the obtained value was 2.04mm, which is out of specification; however the seal is not considered a perfect circumference and it was decide to measure the proximal seal's od with a caliper as go no-go gage at 1.88mm, but the unit did not pass the 1.88. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. In order to perform the insertion/withdrawal test, the balloon was cut at 1 cm from the proximal seal to try to remove the crystallized contrast media, however the contrast media could not be removed entirely from the inflation lumen area, it was used a cordis csi 5f and no resistance was felt during insertion. As part of the investigation of this complaint, the unit was reviewed with the pet and mrb teams of the area. It was provided an assessment with the controls of the line. The assessment was performed in the hv pro/p3 line, one of the lines where the powerflex p3 products are assembled; the results of the assessment are listed below: asbek caliper is used to inspect the units for proximal seal od, the seal section is placed in the caliper, if the od passed the applicable asbek caliper, the unit is considered acceptable. This inspection is performed 100% after the proximal seal process. In addition a 100% visual inspection is performed to the seal area to detect any anomaly in the seal. After the assessment, it is concluded that the pro/p3/extreme assembly lines includes the proximal seal od verification control to detect od's out of specification. Therefore the opportunity of not detecting a proximal seal od out of spec is very unlikely. It cannot be concluded that the failure noted during the analysis is related to manufacturing process. A risk assessment has been initiated to evaluate this issue since the complaint reported by the customer due to pta system with impeded, withdrawal difficulty and removal difficulty failures were confirmed, however the exact cause of the od's proximal seal out of spec could not be determined, also it cannot be confirmed this failure as a manufacturing related because the od's proximal seal is verify 100% after the proximal seal process, DHR review does not present any rejection due to this condition. This complaint is considered an isolated event. From the information provided it appears that manufacturing issues contributed to the event. A risk assessment has been initiated to evaluate this issue.

Manufacturer narrative:
The product is available but has not been received as of the initial report. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
Shunt pta: the target lesion was antebrachial shunt. The target lesion was a (B)(6) male. Calcification and vessel tortuosity were unknown, the rate of stenosis was 90%. During the preparation of powerflex p3 (complaint product), difficulty was experienced when removing the protective balloon cover. Large friction/resistance occurred while inserting the device through 5f sheath introducer (details unk). When the device was advanced with force, it got stuck inside the sheath. Removal of the device was attempted, though it stayed stuck. Therefore, the p3 was removed from the patient together with the sheath as one unit. Another sheath (details unk) and p3 (same size, lot unk) were opened, and the procedure was completed without any other problems. There was no adverse event and the patient is in stable condition. The complaint product will be returned to your side for analysis together with the sheath.